Event description:
Pt received a glaucoma valve wrap made from peri-guard on 9/18/96. The tissue graft extruded with a small amount of leaking. After trying to resuture where the tissue was extruding, unsuccessfully, the tissue graft was explanted. Pt is now doing well according to the surgeon.